Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: conclusion and justification status: complaint was originally investigated under complaint no dint (B)(4). The complaint has been reopened because a report has been received from the tga. No new information has been received about the patient or the products that was not available for the original complaint and thus no new investigation has taken place. The x-rays, a complaint search and the manufacturing records were reviewed in dint 20513 and no anomalies were noted. The original investigation concluded that the complaint was closed with an udetermined conclusion. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Investigation results: the complaint was received into the (B)(4) department (B)(6) 2011 with notification that no products would be returned for investigation. Following receipt of patient x-ray attachments, the complaint was transferred to bioengineering for investigation (B)(6) 2011. Following investigation by bioengineering, it was concluded that: root cause: undetermined, with the information given it is not possible to say what is causing the chronic pain reported. No clinical reports are provided on the cocr/alval response so it is not possible to comment on whether this was the case or not. Some scratching is to be expected on explanted devices. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received; then the complaint shall be investigated further.

Event description:
Patient underwent initial primary total knee replacement approximately 18years ago (but may have been in 1998). Patient has had ongoing pain since the primary surgery. This chronic pain is primarily in his hands, legs and feet with a numbness experienced down the inside of the lower legs extending to the feet. Patient has had ongoing treatment in the pain clinic (having presented at the hospital in 1998) and is determined to ensure that both his tkrs (lcs) are revised. Patient is convinced he has alval and cocr poisoning. A decision was made to revise the left tkr. On opening the knee, no stained tissue was evident. No major wear was evident, although there were minor longitudinal stripes just visible on the femoral articulating surface. Both the femur and the tibia were well fixed. The unresurfaced patella appeared to be in good order. A oxinium implant was used in the revision in the hope of reducing any potential for nickel sensitivity.